Event description:
The following info was reported to kci on (B)(6) 2012: a malpractice suit involving a pt and the health care provider in (B)(6) alleges that a foreign material believed to be v.a.c. Granufoam dressing was retained in the pt¿s wound during the pt¿s course of treatment. Kci has been unable to confirm whether or not the foreign material was successfully removed. No further info is available.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be vac foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: vac foam dressing are not bio absorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. As with any wound treatment, clinicians and pts/caregivers should frequently monitor the pt¿s wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/orthostatic hypotension, or erythroderma. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if vac therapy should be discontinued.